Event description:
It was reported that the screw on the abutment at tooth site #30 was stripped at another facility. The patient presented to have the stripped abutment screw, but it was unable to be removed. As a result, the implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4114, 4111. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive the reported device for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is excessive torque applied - customer error. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.